Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident and current blood glucose level was 598 mg/dl. Customer treated with manual injection. Customer also stated that she had not received any alarms from the pump. Troubleshooting was performed for high blood glucose. The product will not be returned for analysis.